Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that while treating a calcified lesion, the physician attempted to cross a xience v 2.75 x 28; however, while pushing the stent delivery system (sds) inside the pt, the proximal shaft broke off. The shaft was separated at the proximal end. The undeployed sds was retrieved successfully. Another xience v was used to treat the target lesion. Reportedly, the pt is doing fine. No additional info is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.